Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint of something was clogged in the biopsy channel and the brush was not pass through was confirmed. Based on the results of the investigation, it is likely the foreign material was possibly not removed since the reprocessing was not conducted properly since the brush could not be passed through the biopsy channel. However, a definite root cause that led to the malfunction could not be determined. The instruction manual states the detection method associated with the event in "gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection", and preventative measures in "gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.

Event description:
It was reported that foreign material was exiting from the auxiliary water channel. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.